Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination revealed that the fibers were wet with indication of blood exposure. The fiber bundle was streaked with blood residue and coagulated blood was present on both headers. No broken fibers, kinked/looped fibers, or fiber fragments were observed on the outer perimeter of the fiber bundle. Additionally, no cracks, damage, or irregularities noted to the molded polycarbonate components and the superior surfaces of both polyurethane (pu) potting ends remained intact. The dialyzer was subjected to a laboratory bubble point test; no internal leaks identified (possibly due to coagulated blood). The dialyzer was then subjected to destructive disassembly for further visual analysis. The fiber bundle was removed from the dialyzer housing and submerged in a water bath while compressed air was passed through the fibers. Air bubbles were observed escaping from a fiber on the cavity ID end located at approximately 280 degrees with the dialysate ports at 0 degrees. A visual examination of this fiber revealed the presence of a puncture measuring approximately 0.09 millimeters (mm). The inferior surfaces of both pu potting ends were examined for voids. No voids were present. A review of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The investigation into the cause of the reported problem was able to confirm the failure mode. Although laboratory testing was inconclusive as no leak was detected, a visual examination of the fiber bundle confirmed the presence of a punctured fiber at the cavity ID end. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred approximately 1 1/2 hours after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood was visually observed in the arterial header end of the dialyzer. Therefore, blood test strips were not used to confirm the presence of blood. No dialyzer damage was visible. Additionally, no damage to the dialyzer packaging was observed. The patient¿s estimated blood loss (ebl) was noted as being approximately 250cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device was available to be returned to the manufacturer for evaluation.